Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced high residuals and was discharged with a catheter. It was also noted that during the procedure, the sheath was sticking to the sling. The sheath "eventually came off". There were no further patient complications reported in relation to this event.